Event description:
Caller reported a cgm error labeled as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process. After the reset, the pump no longer displayed the cgm error code, and the caller successfully started their sensor session.